Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that his skin was peeling and burning. The patient's physician prescribed a cream to use on the irritation. Follow-up indicated that his back was feeling much better and that "the irritation was no longer an issue."